Event description:
It was reported that the patient's aveir leadless pacemaker (lp) exhibited unstable capture thresholds, resulting in capture failure. The lp was explanted and replaced with a transvenous pacing system. The patient was stable.